Event description:
Patient reported their meter allegedly would only prompt message "er2" and will not power on. Patient reported they had not taken medication or eaten because they were unable to test. There was no comparison done. Patient received no treatment. No further information reported.